Event description:
A non-healthcare professional reported that, during intraocular lens implantation surgery, the leading haptic twisted backwards. Hence the physician had to use additional techniques to implant the lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).